Event description:
On (B)(6) 2019, skin aesthetic nurse scooped so much of my belly fat into the rectangular shaped suction that it was completely full of belly fat. The only suction that could be felt from machine was strong pulling on left and right outer edges of rectangular attachment, moving about an inch of skin in and out. I noticed blood in my urine when I went to bathroom in waiting room right after coolsculpt on lower belly. Coolsculpt machine was kneading small balls of stool into a larger clump of stool in colon belly lower stomach suction attachment. These 5 large hard stool clumps were what blocked the colon from any of the softer stool in the colon from passing, as they did not pass until (B)(6). I called skin aesthetic and told (B)(6) I had blood in my urine. When (B)(6) asked me if I had a bowel movement, I told her yes because I have bowel movements every morning and before coolsculpt session. I did not tell her that I had no bowel movements from (B)(6) 2019 after coolsculpt 45 min session to (B)(6) 2019. (B)(6) told me to follow up with primary care dr I hadn't had a bowel movement since (B)(6) 2019, day of coolsculpt 45 min sucking section on outer edges of lower stomach, where both sides had a blockage. On (B)(6) 2019 I went for a walk at park and had abdominal pain so I went to bathroom and had 4 hard kneaded clumps. I couldn't push the last one out. I walked home from park and pushed hard but I felt something rupture. These hard clumps were caused by the coolsculpt 45 min session of sucking the left and right side of my abdomen where there is no fat. Only skin to protect my colon and small intestines to be blocked with hard balls of stool that caused colon to be blocked and build up from (B)(6) 2019 to (B)(6) 2019, not allowing it to pass. I took 2 stool softeners and drank 2 large cups. The pain was much worse. I threw up in bathroom and realized something was very wrong. I laid down. I asked friend to take me to hospital. I had abdominal pain from till 1pm. I finally called emergency medical services to transport me to (B)(6) hospital because I was in so much pain I didn't feel I could drive. I had paid for (B)(6) 2019, but not paid for (B)(6) 2019 and ended up having emergency surgery on (B)(6) 2019. Doctor in emergency room started i.v., gave me morphine, took cat scan of abdomen/lungs, tried to get blood from my hands/arms but I was dehydrated. Blockage in small intestines and colon was surrounded by puss. Workup found there to be air in abdominal cavity notable at the left lower quadrant consistent with perforated viscus. There was extraluminal air adjacent to sigmoid colon in left lower quadrant. Air-levels seen in nondistended loops of small bowel. Moderate amount of gas and stool is in colon. There is some free air under hemidiaphragms in upper abdomen. Trace ascites. Small intestines were red and wrapped around damaged colon. Surgery was performed by dr. (B)(6) at 6pm. A periumbilical 10mm balloon port was placed under direct vision, identifying pneumoperitoneum and purulent material in pelvis adjacent to perforation in sigmoid colon. Laparoscopic lavage of every quadrant with 8l of warm saline; 12cm of colon was removed, sent to lab. Formalin-fixed portion of colon is 12 cm in length by 4 cm in circumference with 2 lymph nodes. Possible abscess cavity surrounded by indurated brown adipose tissue is identified measuring 3x3x2 cm. Remaining mucosa is brown-tan with no lesion identified. Colonic wall measures up to .6cm I think. He proceeded with rectosigmoid colectomy, dividing rectum distal to this inflammatory process with covidien tri-staple purple load, tagging it w/2-0 prolene suture. Mesorectum was taken with colon proximally, having delivered it into wound with covidien tri-staple purple loan. Placed 19" french fluted bard drain into pelvis left quadrant port, suturing in the skin. He ran small bowel from ligament of treitz to ileocecal valve, placing it in its usual anatomic location. It was very indurated and thickened with partial obstruction. FDA safety report ID# (B)(4).